Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl due to the customer's basal rate setting requiring adjustment. Tandem technical support assisted the customer in adjusting the basal rate on the pump. Food was consumed to address bg.